Event description:
Patient underwent revision surgery due to loosening implant.

Manufacturer narrative:
No correction is required. This is the first occurrence of a porous femur having implant loosening. The occurrence of implants loosening will continue to be monitored. This lot of porous femurs had a quantity of 33 and all have been consumed with no other reports of loosening.